Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 7th may 2017. Upon receipt, the device could not be powered on via the on/off button and no flashing status led was observed. The faults were attributed to the presence of multiple insects within the device, most of which were observed across the membrane tail. Multiple membrane tracks, including the on_button and status_led_anode lines were found to have been damaged, which was likely due to the insect activity. The insects had likely entered the device via the speaker housing, as evidenced by the hole in the speaker sealant and debris beneath the speaker. It is unclear when the insects had initially entered the device. However, information from the device memory suggests the user had been removing the pad-pak to power off the device on the (B)(6) 2019, which would suggest that the user had become aware of a fault on this date. By the time of investigation 4 months later, the membrane tracks had been damaged beyond the capability of powering on the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
The guidance does not stop when the power button is pressed. The power cannot be turned off. There was no patient involved in this event.